Manufacturer narrative:
A sample was received by a company representative and is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A surgeon reported that capsular rupture occurred during an intraocular lens (iol) implant. The surgery was finalized with another iol implanted in sulcus. A bigger cut was necessary and there was a 20 minute delay. Additional information has been requested but not received.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and no handling or damage observed to iol. The iol returned positioned correctly. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. No malfunction has been indicated against the product. (B)(4).